Event description:
It was reported by the nurse that the needle could not be pulled over the gudidewire. When the guidewire was removed with the needle, the surgeon was able to free the needle from the guidewire but caused damage to the end of the guidewire.